Event description:
It was reported that the heartstart mrx defibrillator stopped pacing due to a "pads off" and "pads cable off" message. There was no negative patient impact.

Manufacturer narrative:
(B)(4).